Event description:
During an acl repair the screw cracked while being inserted. All pieces of the screw were retrieved. A delay of thirty minutes resulted. Sales representative confirmed that the surgeon was using a b-t-b autograft and tapped with a 8mm tap. The first screw broke so another calaxo screw of the same size was tried with the same result. All pieces of the screws were removed. The repair was completed with a metal screw. The surgeon commented that it was the hardest bone he has dealt with. No patient injury or complications took place.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.